Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgery, with a patient in the operating room and under anesthesia, an arm error occurred on the arm cart assembly. The arm cart became inoperable after the error occurred. The issue was recovered by restarting the arm cart. The surgical time was extended by approximately fifteen minutes. There was no patient injury.